Manufacturer narrative:
(B)(4). Batch # n9197u. The analysis results found that the b12srt instrument was received with the sleeve broken and melted. In addition, scratches were noted inside the sleeve. This type of damage is consistent with the one produced by an energized device. In order to prevent this kind of damage please avoid the contact with laser, electrosurgical or ultrasonic devices. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 08/19/2016. Additional information was requested and the following was obtained: what is the current patient status? --- the patient got out of the hospital. Can you clarify if there will be any further medical intervention for the patient as a result of the event? --- no. The abdominal cavity was washed several times and the piece was not found after washing. The doctor checked the video of the procedure at a later date and said that the jaws of the harmonic device touched the top of the stability sleeve when cutting the uterus. After that, the forceps and other electric scalpel touched the top of the sleeve. The doctor thought the reason why the part of the sleeve was broken was touched by these devices. The doctor said the approach from the trocar was difficult because of the place of the trocar.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The doctor commented that an energized device was used at the same time and it was pressing on the uterus. As the device was put in too deeply, the trocar piece might be attached to the energized device. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the current patient status? Can you clarify if there will be any further medical intervention for the patient as a result of the event?

Event description:
It was reported that during a laparoscopic myomectomy, it was found that a part of the sleeve which was about 2mm from the tip was broken. Another device was used to complete the case. There were no adverse consequences to the patient.